Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full height drawer had shorted out and stopped the station from booting. A field service engineer (fse) shut down the station, opened the drawer, found the boards were dead, replaced the boards and the retractor bands, booted the station into hardware test application (hta) and tested the drawer. Further, the fse did not see the drawer closed, so shut down the station and opened the drawer again, found that the magnet had fell from latch inseparable and was sitting on the sensor. Then the magnet was removed, and latch inseparable was replaced. The station was booted again into the hta to test the drawer, rebooted into the application, the fse found a drawer in the auxiliary was down, the customer logged in, configured the drawer, inventoried the medications in the drawer and confirmed that the pockets and drawer were working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the device failed to boot up and was not responsive. There was a drawer failure, and when the drawer recovery was attempted, the drawer opened but made a metallic tapping sound. The machine did not recover even though nothing was obstructing the drawer, and after rebooting the machine thought it was glitching, it did not turn back on. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.